Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the guidewire or stylet was confirmed, but the exact cause could not be determined. One radiographic image was provided for investigation. What appears to be consistent with a wire fragment was visible in the region of the axilla. No physical sample was provided for investigation. It was reported that difficulty was encountered during insertion. The damage may have occurred during use; however, the exact mechanism of damage could not be determined from the provided image. The IFU states, ¿do not advance the guidewire past the axilla without fluoroscopic guidance or other tip locating methods. If the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ the IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of recr1602 showed no other similar product complaint(s) from this lot number. Mw5079008.

Event description:
It was reported that the PICC was placed on (B)(6) 2018. "The nurse felt resistance at the axilla, she would feel the guidewire kink and pull back and eventually was able to push through. When she removed the guidewire, she noticed the guidewire was bent and then patient went to x-ray for PICC confirmation and the ir noticed there was a wire stuck in the axilla." There was no patient harm reported; however, the patient had to undergo an unnecessary ir procedure to remove the wire. 09/11/2018 per medwatch: patient with plan for chemotherapy. PICC line inserted, guidewire fractured. Leaving 3cm of the wire in the vessel near the axilla post procedure. Admitted for outpatient interventional radiology retrieval of retained wire. Retrieval successful.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the guidewire or stylet was confirmed, but the exact cause could not be determined. One radiographic image was provided for investigation. What appears to be consistent with a wire fragment was visible in the region of the axilla. No physical sample was provided for investigation. It was reported that difficulty was encountered during insertion. The damage may have occurred during use; however, the exact mechanism of damage could not be determined from the provided image. The IFU states, ¿do not advance the guidewire past the axilla without fluoroscopic guidance or other tip locating methods. If the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ the IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC was placed on (B)(6) 2018. "The nurse felt resistance at the axilla, she would feel the guidewire kink and pull back and eventually was able to push through. When she removed the guidewire, she noticed the guidewire was bent and then patient went to x-ray for PICC confirmation and the ir noticed there was a wire stuck in the axilla." There was no patient harm reported; however, the patient had to undergo an unnecessary ir procedure to remove the wire.